Manufacturer narrative:
The event occurred in (B)(6). It was reported that the customer disconnected the rotaflow drive (rfd) before the rpm (revolutions per minute) stopped and the error message ¿head error¿ occurred. This situation can damage the rfd or the control board. No harm to any person has been reported. The affected rotaflow console (rfc) with s/n number (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) was investigated by a getinge service technician on 2021-12-02. The technician was able to confirm the reported "head error" and replaced the rfc control board kit (article number (B)(4)) on the rfc. The affected rotaflow drive has been scrapped by the customer and has been replaced by a new drive with s/n (B)(6) . The unit is back in use. Based on these investigation results the reported failure "head error" could be confirmed. The most probable root cause for the reported failure "head error" could be determined as: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The review of the non-conformities was performed on 2021-09-30 during the period of (B)(6) 2019 to (B)(6) 2021 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console was produced in 2019-05-01. The review of the non-conformities was performed on 2021-12-028 during the period of 2019-06-05 to 2021-12-28 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow drive was produced in 2019-06-05. In order to avoid reoccurrence of the reported failure, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that the customer disconnected the rotaflow drive (rfd) before the rpm (rounds per minute) stopped and the error message ¿head error¿ occurred. This situation can damage the rfd or the control board. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).